Event description:
The venous tip of the opti-flow catheter broke off and embolized to the pulmonary artery.

Event description:
The venous tip of the opti-flow catheter broke off and embolized to the pulmonary artery.